Manufacturer narrative:
An investigation is currently underway upon completion, the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare on 12/11/06, that a customer had a problem with the single lumen PICC. The customer reports, "the catheter leaked underneath the bump tube, only 2 days after the line was inserted. A 10cc syringe was used to flush fluids through the catheter.